Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
It was reported that patient's left shoulder was revised due to the humeral head becoming disassociated from the stem. The stem was reported to have counter-sunk into the patient's humerus. The surgeon stated that no trauma (fall, etc) had been reported by the patient. Patient was revised to a larger stem and same-sized humeral head.

Event description:
It was reported that patient's left shoulder was revised due to the humeral head becoming disassociated from the stem. The stem was reported to have counter-sunk into the patient's humerus. The surgeon stated that no trauma (fall, etc) had been reported by the patient. Patient was revised to a larger stem and same-sized humeral head.

Manufacturer narrative:
The reported event that reunion tsa - press-fit humeral stem 13mm was alleged of 'additional/revision procedure' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. As rep confirmed no product return and no additional information is available, as risk management does not allow this to be released. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.